Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr . Qc 2: 2.8 inr . Qc 3: 2.9 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek vantus meter serial number (B)(4) compared to a stago instrument using neoplastine reagent. At 5:00 am the laboratory result was 1.9 inr. At 6:08 the meter result was 2.9 inr. The customer's therapeutic range is 2.0 - 2.5 inr. The customer stated that sometimes there is more than 15 seconds between the time that the fingerstick is performed and when the blood sample is applied to the strip. The customer is anemic and provided a hematocrit of 25.8 percent. The customer was given heparin in the hospital on (B)(6) 2019 until their laboratory inr had reached 2.0 inr. The customer was in the hospital due to a gallbladder attack. The customer's warfarin dosage was increased while in the hospital. The customer was discharged from the hospital on (B)(6) 2019. The customer was on antibiotics for the gallbladder infection, has been on a low-fat diet, and had some bruising from the intravenous therapy (IV), but not more than expected.